Event description:
It was reported that an insulin cartridge emptied into the ilet pump, with the user inserting the cartridge before attaching the connector and noting fluid in the insulin chamber; the event was managed with troubleshooting and education on proper cartridge insertion and drying the chamber. Symptoms included hyperglycemia with a reported peak of 259 mg/dl and no other symptoms. Outcomes included temporary disruption of insulin delivery requiring subcutaneous insulin via pen as back-up therapy, with no medical interventions, no ketone testing, and no hospitalization. Investigation included customer interview and technical support review of use steps. Investigation of this case revealed evidence consistent with a leaking or improperly seated cartridge connection and user technique factors. It was concluded that the event was related to improper assembly leading to loss of insulin from the cartridge and transient hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.